Manufacturer narrative:
E4: the name and health professional/occupation of the initial reporter is unknown. The cause of the improper installation alarm was unable to be determined because the console and data were not returned for review. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during training, the automated impella controller exhibited transmitter improper installation error. No patient was involved.